Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The entire set of lots have been sold and distributed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of occurrence was unknown. It was stated that the leak occurred a few days prior to (B)(6) 2017. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered that their cassette was wet when they removed it from their liberty cycler following peritoneal dialysis therapy. The patient had completed treatment prior to discovering the potential leak. The cause of the leak was not reported. The patient continued to use the cycler. A few days later, the patient encountered an unrelated alarm. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler due to the leak and a replacement cycler was sent to the patient. There was no patient injury reported that resulted from the incident. The availability of the cassette used at the time of the leak could not be verified. Additional information was requested but was unavailable.